Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2017 that on flushing the hickman line, the healthcare professional noticed leaking. On closer inspection, it was noticed that the line had split just after the junction. No force was used in flushing the line. There was no reported patient injury.